Manufacturer narrative:
The biomed stated they had encountered a defective pad set. No further details of the issue were provided and the call was just to notify philips of the incident.

Event description:
It was reported to philips that there was a defective pad set. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.